Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Although no lot number was provided, trending of this type of device will be performed.

Event description:
It was reported by a customer in (B)(6) that in november a pregnancy test used for screening of potential employees showed a negative result on a female. The woman's due date according to a gynecologist was in (B)(6) 2016. (Note: this test is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states).